Event description:
The customer reported experiencing unexplained high blood glucose. The customer did not have a back up plan. Troubleshooting was performed. The customer stated that his glucose level reads high in two different tests. The customer stated that he feels fine and has treated with the manual injections. Customer was then asked to seek out a medical treatment or consider going to the emergency room. Advised the customer to call his doctor regarding his high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.